Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep checked the mainframe voltages and performed a filament calibration. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display a filament voltage error message. No pt injury was reported.